Manufacturer narrative:
Corrected fields: g4. Updated fields: d1, d4, b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) evaluated and found leak in circuit occurred in last alarms. Ran unit in auto and semi auto mode without any circuit issues. No problem verified. Fse completed repair /system checkout with all functional and safety tests per manufacturer specifications. Safety disk replaced due to hours. Returned unit to customer for use. Suspect device originally distributed as a system 98, upgraded to cs300 using conversion kit. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) is alarming circuit leak. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) is alarming circuit leak. There was no harm reported.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h11.